Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the r3 offset impactor tip is broken. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that the r3 offset impactor tip was found broken. It is not known when this happened and no additional information about s+n backup devices or surgical delays was provided.